Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the atrial lead exhibited low pacing impedance and noise oversensing. No intervention was performed. The physician elected to continue monitoring the patient. The patient was stable in condition.

Event description:
New information received notes that the event of the atrial lead exhibited low pacing impedance reoccurred on (B)(4) 2022 upon reviewing via merlin.net. The physician elected to continue monitoring the patient. The patient was stable in condition.

Event description:
New information received notes that the reoccurrence of the low pacing impedance and noise oversensing on the right atrial lead. It was also noted that the lead exhibited high pacing impedance and intermittent undersensing. Programming changes were made. The patient was stable in condition.